Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the protégé peripheral stent systems (the gps self-expanding peripheral and biliary stent system and the protégé rx self-expanding carotid stent system). Survey results from a cardiovascular surgeon in practice 22 years: physician has been both protégé rx self-expanding peripheral and carotid stent system and protégé gps self-expanding peripheral and biliary stent systems since 2017, using 80 protégé rx self-expanding peripheral and carotid stent systems and 50 protégé gps self-expanding peripheral and biliary stent systems within the last year. The protégé rx self-expanding peripheral and carotid stent systems were used as follows: 30 to treat occlusions or lesions that are at high risk for abrupt closure or threatened closure following percutaneous transluminal angioplasty (pta); 30 to treat lesions that appear to be at high risk for restenosis following pta in the common iliac, external iliac, or subclavian arteries; and 20, to treat stenoses of the common carotid artery (cca), internal carotid artery (ica), and carotid bifurcation the protégé gps self-expanding peripheral and biliary stent system was used to treat: 20 occlusions or lesions that are at high risk for abrupt closure or threatened closure following percutaneous transluminal angioplasty (pta), 20 lesions that appear to be at high risk for restenosis following pta in the common iliac, external iliac, or subclavian arteries, and 10 palliative treatment of malignant neoplasms in the biliary tree. During use of the protégé rx self-expanding peripheral and carotid stent system, the following complications were encountered and associated with any percutaneous procedure: arrhythmia (2 patients), and embolism (1 patient). Related to pta and stent placement, renal failure requiring dialysis (1 patient), restenosis of the stented segment (2 patients), and vessel spasm or recoil (1 patient) are reported complications which have been deemed associated. Pain (head, neck) (5 patients), and severe unilateral headache (3 patients) are reported as complications associated with carotid interventions. During use of the protégé gps self-expanding peripheral and biliary stent system, the following complications were encountered and deemed associated with the percutaneous procedure: arrhythmia (1 patient), and embolism (1 patient). During pta and stent placement the following complications are deemed associated: renal failure requiring dialysis (2 patients), restenosis of the stented segment (2 patients), and vessel spasm or recoil (2 patients) there were no complications (adverse events) reported associated with biliary interventions.